Manufacturer narrative:
Follow-up # 1 date of submission 9/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/08/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap had stripped threads and the cap could not be tightened onto a test pump. There was visible rust on the battery cap. The battery cap¿s contact height was out of specification and the contact width was within specification. Unrelated to the initial complaint, it was also observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 7/11/2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap had stripped threads. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap.